Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), urinary tract infection ("urinary tract infections"), incontinence ("incontinence"), hypersensitivity ("allergic and autoimmune reactions") and amnesia ("memory loss"). The patient was treated with surgery (removal of both coils on (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain, urinary tract infection, incontinence, hypersensitivity and amnesia outcome was unknown. The reporter considered pelvic pain, urinary tract infection, incontinence, hypersensitivity and amnesia to be related to essure. The reporter commented: her physician has recently recommended that she undergo a hysterectomy. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain. She underwent removal of both coils. The event is anticipated according to the reference safety information for essure. Pelvic pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. Additionally, non-serious event was reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain"), gastrointestinal injury ("migration of essure device - intestine / perforation intestine"), uterine perforation ("migration of essure device - uterus / perforation (uterus)") and fallopian tube perforation ("perforation (fallopian tubes)") in a 45-year-old female patient who had essure (batch no. 844600) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 1 (B)(6)1989)), cesarean section, loss of smell, rhinorrhea and anemia. Denied alcohol and tobacco use. Concurrent conditions included obesity, hypertension, asthma, diabetic, blurred vision, dizzy, hyperglycemia, chronic maxillary sinusitis, chronic kidney disease, hypokalemia, hypoadrenalism, vomiting, weakness, deviated nasal septum, patellofemoral pain syndrome, breast mass, aortic incompetence, gerd, dysuria, polyuria, weight loss, cephalgia, weight loss, postmenopausal bleeding, patellofemoral pain syndrome and mammogram abnormal. Family history included coronary artery disease (father), hypertension (father,mother), diabetes mellitus (father,sister), heart disorder (father), lipid metabolism disorder (mother) and stroke (father). Concomitant products included oral contraceptive nos for birth control. On(B)(6)2011, the patient had essure inserted. In 2012, the patient experienced hot flush ("hot flashes") and dysmenorrhoea ("dysmenorrhea (cramping)"). In june 2014, the patient experienced hypersensitivity ("allergic and autoimmune reactions") with rash. In 2014, the patient experienced urinary tract infection ("urinary tract infections / urinary tract infection / bladder or urinary problems or changes"), nausea ("nausea") and tooth disorder ("dental problems"). In 2015, the patient experienced immunodeficiency ("immune system failing"), the first episode of amnesia ("memory loss"), allergy to metals ("nickel allergy"), visual impairment ("vision problem"), fatigue ("fatigue"), weight increased ("weight gain") and neuralgia ("nerve pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), gastrointestinal injury (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, incontinence ("incontinence"), the second episode of amnesia ("memory loss"), cystitis ("bladder infection"), vaginal infection ("vaginal infection") with vaginal discharge, migraine ("migraines"), headache ("headaches"), alopecia ("hair loss"), pain in extremity ("constant severe legs pain"), arthralgia ("knee pain / ankle, hips pain"), sinus disorder ("sinus problems") and investigation noncompliance ("did not undergo an essure confirmation test"). The patient was treated with surgery (removal of both coils on (B)(6)2016), surgery (underwent salpingectomy,hysterectomy and oophorectomy), surgery (underwent salpingectomy,hysterectomy and oophorectomy) and surgery (underwent salpingectomy,hysterectomy and oophorectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, hypersensitivity, migraine, nausea, visual impairment and sinus disorder had resolved and the gastrointestinal injury, uterine perforation, fallopian tube perforation, urinary tract infection, incontinence, the last episode of amnesia, hot flush, cystitis, vaginal infection, immunodeficiency, headache, tooth disorder, allergy to metals, dysmenorrhoea, fatigue, weight increased, alopecia, neuralgia, pain in extremity, arthralgia and investigation noncompliance outcome was unknown. The reporter considered allergy to metals, alopecia, arthralgia, cystitis, dysmenorrhoea, fallopian tube perforation, fatigue, gastrointestinal injury, headache, hot flush, hypersensitivity, immunodeficiency, incontinence, investigation noncompliance, migraine, nausea, neuralgia, pain in extremity, pelvic pain, sinus disorder, tooth disorder, urinary tract infection, uterine perforation, vaginal infection, visual impairment, weight increased, the first episode of amnesia and the second episode of amnesia to be related to essure. The reporter commented: her physician has recently recommended that she'd undergo a hysterectomy pfs- current weight 250 lbs. Mr-left -noting 4 coils right- 1 coil diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.9 kg/sqm. (B)(6)2015: routine noncontrast CT of the brain : impression: 1. No abnormalities noted in the brain. 2. Postoperative changes in the sinuses (B)(6)2016 : MRI brain without contrast : minimal microvascular ischemic change without evidence of acute stroke or hemorrhage;minimal paranasal sinus mucosal disease. (B)(6)2016: CT abdomen and pelvis : impression: small amount of intraperitoneal gas is seen, likely related to recent laparoscopic procedure.no abdominal or pelvic free fluid or loculated fluid collection to suggest bowel injury. Interval removal of previously noted essure device hepatic steatosis. (B)(6)2016: specimen(s) received removed essure for gross : gross description: specimen is received fresh with proper patient identification labeled "removed assure for gross" it consists of 2 irregular fragments of silver metallic spring with fragments of soft tissue measuring weighing from 9.3 cm 210.1 cm, and 0.2 cm in diameter. The specimen is for gross only, no sections are submitted. Gross photographs are taken. Quality-safety evaluation of ptc: for provision of quality safety evaluation most recent follow-up information incorporated above includes: on (B)(6)2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain"), gastrointestinal injury ("migration of essure device - intestine / perforation intestine"), uterine perforation ("migration of essure device - uterus / perforation (uterus)") and fallopian tube perforation ("perforation (fallopian tubes)") in a 45-year-old female patient who had essure (batch no. 844600) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included gravida ii, parity 1 ((12jan1989)), cesarean section, loss of smell, rhinorrhea and anemia. Denied alcohol and tobacco use. Concurrent conditions included obesity, hypertension, asthma, diabetic, blurred vision, dizzy, hyperglycemia, chronic maxillary sinusitis, chronic kidney disease, hypokalemia, hypoadrenalism, vomiting, weakness, deviated nasal septum, patellofemoral pain syndrome, breast mass, aortic incompetence, gerd, dysuria, polyuria, weight loss, cephalgia, weight loss, postmenopausal bleeding, patellofemoral pain syndrome and mammogram abnormal. Family history included coronary artery disease (father), hypertension (father,mother), diabetes mellitus (father,sister), heart disorder (father), lipid metabolism disorder (mother) and stroke (father). Concomitant products included oral contraceptive nos for birth control. On (B)(6). 2011, the patient had essure inserted. In 2012, the patient experienced hot flush ("hot flashes") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2014, the patient experienced urinary tract infection ("urinary tract infections / urinary tract infection / bladder or urinary problems or changes"), nausea ("nausea") and tooth disorder ("dental problems"). In (B)(6). 2014, the patient experienced hypersensitivity ("allergic and autoimmune reactions") with rash. In 2015, the patient experienced immunodeficiency ("immune system failing"), the first episode of amnesia ("memory loss"), allergy to metals ("nickel allergy"), visual impairment ("vision problem"), fatigue ("fatigue"), weight increased ("weight gain") and neuralgia ("nerve pain"). In december 2015, the patient experienced autoimmune disorder ("autoimmune disorder"). In april 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), gastrointestinal injury (seriousness criteria medically significant and intervention required), incontinence ("incontinence"), the second episode of amnesia ("memory loss"), cystitis ("bladder infection/ bladder problems"), vaginal infection ("vaginal infection") with vaginal discharge, migraine ("migraines"), headache ("headaches"), alopecia ("hair loss"), pain in extremity ("constant severe legs pain"), arthralgia ("knee pain / ankle, hips pain") and sinus disorder ("sinus problems"). The patient was treated with surgery (removal of both coils on 06-may-2016), surgery (underwent salpingectomy,hysterectomy and oophorectomy), surgery (underwent salpingectomy,hysterectomy and oophorectomy) and surgery (underwent salpingectomy,hysterectomy and oophorectomy). Essure was removed on 6-may-2016. At the time of the report, the pelvic pain, hypersensitivity, migraine, nausea, visual impairment and sinus disorder had resolved and the gastrointestinal injury, uterine perforation, fallopian tube perforation, urinary tract infection, incontinence, the last episode of amnesia, hot flush, cystitis, vaginal infection, immunodeficiency, headache, tooth disorder, allergy to metals, dysmenorrhoea, fatigue, weight increased, alopecia, neuralgia, pain in extremity, arthralgia and autoimmune disorder outcome was unknown. The reporter considered allergy to metals, alopecia, arthralgia, autoimmune disorder, cystitis, dysmenorrhoea, fallopian tube perforation, fatigue, gastrointestinal injury, headache, hot flush, hypersensitivity, immunodeficiency, incontinence, migraine, nausea, neuralgia, pain in extremity, pelvic pain, sinus disorder, tooth disorder, urinary tract infection, uterine perforation, vaginal infection, visual impairment, weight increased, the first episode of amnesia and the second episode of amnesia to be related to essure. The reporter commented: her physician has recently recommended that she'd undergo a hysterectomy pfs- current weight 250 lbs. Mr-left -noting 4 coils right- 1 coil discrepancy noted in date of birth 02-aug-1967 and 02-sep-1967. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.9 kg/sqm. (B)(6). 2015: routine noncontrast CT of the brain : impression: 1. No abnormalities noted in the brain. 2. Postoperative changes in the sinuses (B)(6). 2016 : MRI brain without contrast : minimal microvascular ischemic change without evidence of acute stroke or hemorrhage;minimal paranasal sinus mucosal disease. (B)(6). 2016: CT abdomen and pelvis : impression: small amount of intraperitoneal gas is seen, likely related to recent laparoscopic procedure.no abdominal or pelvic free fluid or loculated fluid collection to suggest bowel injury. Interval removal of previously noted essure device hepatic steatosis. (B)(6). 2016: specimen(s) received removed essure for gross : gross description: specimen is received fresh with proper patient identification labeled "removed assure for gross" it consists of 2 irregular fragments of silver metallic spring with fragments of soft tissue measuring weighing from 9.3 cm 210.1 cm, and 0.2 cm in diameter. The specimen is for gross only, no sections are submitted. Gross photographs are taken. Quality-safety evaluation of ptc: for provision of quality safety evaluation most recent follow-up information incorporated above includes: on (B)(6). 2018: plaintiff fact sheet received. Event per pfs: autoimmune disorder was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain"), gastrointestinal perforation ("migration of essure device - intestine / perforation intestine"), uterine perforation ("migration of essure device - uterus / perforation (uterus)") and fallopian tube perforation ("perforation (fallopian tubes)") in a (B)(6) year-old female patient who had essure (batch no. 844600) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 1 (((B)(6) 1989)), cesarean section, loss of smell, rhinorrhea and anemia. Denied alcohol and tobacco use. Concurrent conditions included obesity, hypertension, asthma, diabetic, blurred vision, dizzy, hyperglycemia, chronic maxillary sinusitis, chronic kidney disease, hypokalemia, hypoadrenalism, vomiting, weakness, deviated nasal septum, patellofemoral pain syndrome, breast mass, aortic incompetence, gerd, dysuria, polyuria, weight loss, cephalgia, weight loss, postmenopausal bleeding, patellofemoral pain syndrome and mammogram abnormal. Family history included coronary artery disease (father), hypertension (father,mother), diabetes mellitus (father,sister), heart disorder (father), lipid metabolism disorder (mother) and stroke (father). Concomitant products included oral contraceptive nos for birth control. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced hot flush ("hot flashes") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2014, the patient experienced urinary tract infection ("urinary tract infections / urinary tract infection / bladder or urinary problems or changes"), nausea ("nausea") and tooth disorder ("dental problems"). In (B)(6) 2014, the patient experienced hypersensitivity ("allergic and autoimmune reactions") with rash. In 2015, the patient experienced immunodeficiency ("immune system failing"), the first episode of amnesia ("memory loss"), allergy to metals ("nickel allergy"), visual impairment ("vision problem"), fatigue ("fatigue"), weight increased ("weight gain") and neuralgia ("nerve pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), gastrointestinal perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, incontinence ("incontinence"), the second episode of amnesia ("memory loss"), cystitis ("bladder infection"), vaginal infection ("vaginal infection") with vaginal discharge, migraine ("migraines"), headache ("headaches"), alopecia ("hair loss"), pain in extremity ("constant severe legs pain"), arthralgia ("knee pain / ankle, hips pain"), sinus disorder ("sinus problems") and investigation noncompliance ("did not undergo an essure confirmation test"). The patient was treated with surgery (removal of both coils on (B)(6) 2016), surgery (underwent salpingectomy,hysterectomy and oophorectomy)essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, hypersensitivity, migraine, nausea, visual impairment and sinus disorder had resolved and the gastrointestinal perforation, uterine perforation, fallopian tube perforation, urinary tract infection, incontinence, the last episode of amnesia, hot flush, cystitis, vaginal infection, immunodeficiency, headache, tooth disorder, allergy to metals, dysmenorrhoea, fatigue, weight increased, alopecia, neuralgia, pain in extremity, arthralgia and investigation noncompliance outcome was unknown. The reporter considered allergy to metals, alopecia, arthralgia, cystitis, dysmenorrhoea, fallopian tube perforation, fatigue, gastrointestinal perforation, headache, hot flush, hypersensitivity, immunodeficiency, incontinence, investigation noncompliance, migraine, nausea, neuralgia, pain in extremity, pelvic pain, sinus disorder, tooth disorder, urinary tract infection, uterine perforation, vaginal infection, visual impairment, weight increased, the first episode of amnesia and the second episode of amnesia to be related to essure. The reporter commented: her physician has recently recommended that she'd undergo a hysterectomy pfs- current weight (B)(6) lbs. Mr-left -noting 4 coils right- 1 coil diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.9 kg/sqm. (B)(6) 2015: routine noncontrast CT of the brain : impression: 1. No abnormalities noted in the brain. 2. Postoperative changes in the sinuses (B)(6) 2016 : MRI brain without contrast : minimal microvascular ischemic change without evidence of acute stroke or hemorrhage;minimal paranasal sinus mucosal disease. (B)(6) 2016: CT abdomen and pelvis : impression: small amount of intraperitoneal gas is seen, likely related to recent laparoscopic procedure.no abdominal or pelvic free fluid or loculated fluid collection to suggest bowel injury. Interval removal of previously noted essure device hepatic steatosis. (B)(6) 2016: specimen(s) received removed essure for gross : gross description: specimen is received fresh with proper patient identification labeled "removed assure for gross" it consists of 2 irregular fragments of silver metallic spring with fragments of soft tissue measuring weighing from 9.3 cm 210.1 cm, and 0.2 cm in diameter. The specimen is for gross only, no sections are submitted. Gross photographs are taken. Most recent follow-up information incorporated above includes: on 24-jan-2018: events- "hot flashes, bladder infection, vaginal infection, immune system failing, migraines, headaches, migration of essure device - uterus / perforation (uterus), migration of essure device - intestine / perforation intestine, perforation (fallopian tubes), nausea, dental problems, memory loss, nickel allergy, perforation (fallopian tubes), dysmenorrhea (cramping), vaginal discharge, vision problem, fatigue, weight gain, hair loss, nerve pain, constant severe legs pain, knee pain / ankle, hips pain, sinus problems, did not undergo an essure confirmation test", concomittant condition and drug, historical condition, lot number, reporter added from pfs.historical condition, concomittant condition, lab data added from medical record. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 2-feb-2017: quality safety evaluation of ptc. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain. She underwent removal of both coils. The event is anticipated according to the reference safety information for essure. Pelvic pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. Additionally, non-serious event was reported. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.